Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). One of the three patients was redrawn, and the new sample was processed on an alternate atellica ch 930 analyzer. The result obtained from the new sample was considered correct and reported to the physician(s). The samples of the other two patients were repeated on the alternate atellica ch 930 analyzer. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) results were obtained on three patient samples on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. Siemens remotely assisted the customer and the customer reportedly ran qc, which recovered out of range, replaced and aligned the dilution probe; reran qc, which passed; removed, cleaned, reseated and aligned all probes and mixers; primed all probes; verified the alignments; and ran auto check and a precision study, with no error or outlier. Upon reviewing the log files, siemens determined there was no evidence that the dilution probe malfunctioned. Upon further evaluation, siemens determined there was measurable differences in aspiration curves between the erroneous and correct results, which demonstrated inconsistency in the sample fluid potentially caused by sample quality issues. The customer also provided insight on their pre-analytical sample handling practices and siemens determined that the customer did not follow the tube manufacturer¿s recommendations with regards to proper centrifugation time and speed for samples not centrifuged using the automation line. Failure to follow the tube manufacturer¿s guidelines may contribute to the gel droplet formation in the dilution probe, which impacts the accuracy of the sample aspiration and delivery to the reaction cuvette. Therefore, preanalytical factors and gel/sample artifacts potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.